Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely cause the system to lock up, shut down, or prevent it from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced and the system software was reloaded. The system was then found to be operating as intended.